Manufacturer narrative:
A ge representative evaluated the system, and repaired the interlock circuit. System operates as intended.

Event description:
It was reported that the system had an interlock failure. No patient injury was reported.